Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an audible alert for high/undefined pacing and defibrillation impedances and it was additionally noted that a fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.